Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to loose posts on the display retention plate which holds the display in place. The cable was reseated and the display retention plate was replaced to correct the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.